Event description:
It was reported the lead exhibited high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. All conductors were stretched, there was blood/body fluid (not obstructed) on the proximal conductor, cosmetic environmental stress cracking of the outer insulation, and apparent explant damage.